Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that there was a cut in the tubing of the device. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a ¿huge hole¿ in the tubing of a clearlink continu-flo solution set. This was noted during infusion. The customer did not notice any problems with the product or packaging prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.